Event description:
A malfunction on the pump was reported by the caller, with a malfunction code displayed as malf 12. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed high bg at time of trouble shooting. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction recurs, which was understood and acknowledged.